Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that her previous stimulator was replaced in 2013 with her current implant because the previous implant was getting so old (implant lasted for almost 6 years). Patient services reviewed that the rechargeable ins¿s are set to last 9 yrs. With regular charging. The patient stated that her doctor told her the stimulator would last 5-6 yrs. No symptoms were reported. No further complications were anticipated/reported.